Event description:
It was reported that during a ptca procedure, a dilatation catheter burst at or below nominal pressure on the second inflation. The physician noted the appearance, under fluoro, of air bubbles distal to the ruptured balloon. The pt experienced immediate chest pain, hypotension and bradycardia and was placed on a balloon pump. Reportedly, the cardiac enzyme levels were elevated, and the pt was sent to ICU. Pt is doing well as of the date of this report. No other info was provided.